Manufacturer narrative:
At this moment the device cannot be revised surgically due to the patient respiratory problems. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient had a pacemaker due to atrial fibrillation that was going to be treated with medicines. On (B)(6) 2012 being at home, the patient suffered dizziness and went to the hospital. In the hospital the patient experienced syncope. The device was interrogated and high thresholds were noted on the atrial and ventricular channel. It was observed loss of capture and asystole for > 2 seconds resulting in the syncopal episode. The device was reprogrammed. Two days later, on (B)(6) 2012, being the patient hospitalized, maneuvers were performed. A new reprogramming was performed to avoid oversensing on the atrial channel, and no noise was detected on any channels. The device was left programmed in vvi 60bmp in maximum outputs. It was also noted that loss of capture could not be reproduced while performing maneuvers. On (B)(6) 2012, technical services advice was requested, and the patient continued hospitalized and suffered another episode of syncope. Technical services confirmed that the patient appears to have intermittent loss of ventricular capture. Technical services discussed possible troubleshooting options. Additional information receive noted that following the discussion by technical services there was no difference when it comes to capture in the unipolar or bipolar configurations. It was noted when performing different movements loss of capture was seen but did not produced asystole for > 2 seconds. A decision was made to do an invasive procedure and check the device setscrews.